Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5150334.

Event description:
It was reported that the patient was usually having inadequate stimulation but then felt nothing which made the patient increase the stimulation. Reprogramming was not able to restore stimulation. X ray result showed that the leads had moved out of the epidural space. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.